Event description:
Related manufacturer reference number: 2017865-2023-04885 / 2017865-2023-04889. It was reported that the patient's whole system was explanted due to tricuspid insufficiency. The patient condition was unknown.